Event description:
On (B)(6) 2012 it was reported that the vns patient was experiencing an increase in seizures on (B)(6) 2011 and the physician increased the device's on time. It was turned back down again on (B)(6) 2011. The nurse later reported that the increase in seizures was first noted on (B)(6)2011. The patient's settings were turned up on (B)(6) 2011 due to increase in seizures. The increase in seizures was above pre-vns baseline levels. The patient has just one seizures type. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012 the patient's programming history was reviewed. No anomalies were noted. No programming history was available from around the time of the increase in seizures; (B)(6)2011.